Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 427 mg/dl. The customer stated that he changed out 2 infusion set and found bent infusion set cannulas. Upon troubleshooting, the insulin pump passed the high pressure test, and another bent cannula was found. He was advised to change the entire infusion set, reservoir and insulin. Replacement of the infusion sets was advised. The most recent blood glucose reading was 170 mg/dl. Nothing further reported.